Event description:
Pt is status post right total knee arthroplasty performed during 9/88. The pt reported increased pain over the past year with associated pain in the right groin and calf. He uses a cane for ambulation occasionally. The pain in his knee impaired daily living activities. He was admitted to the hospital for revision of the knee. Intraoperatively, an "extreme amount" of black synovium was noted within the knee joint. Intraoperative frozen section revealed no acute inflammation. The synovitis was felt to be due to metallosis. The knee joint was thoroughly debrided, the components were removed, and another total knee prosthesis was placed.